Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced the hyperglycemia. The customer's blood glucose level was 23.7 mmol/l. Customer's another blood glucose level was more than 23 mmol/l. The customer was assisted with troubleshooting. The customer experienced symptoms such as thirst, urination, tired. The customer was treated with insulin pump for hyperglycemia. Customer stated that they tested infusion set and insulin was not came out. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer did not allege insulin pump was under delivering. The device will not be returned for analysis.